Manufacturer narrative:
The navien guide catheter has not been returned for evaluation. The reported event could not be confirmed and an event cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a patient experienced vasospasm during a flow diversion procedure. The patient was undergoing retreatment of an aneurysm in the right posterior communicating (pcom) artery. The flow diverter was deployed over the aneurysm without issue. The microcatheter was advanced over the delivery wire and pulled into the navien isc 058 guide catheter. It was noted that the patient experienced severe vasospasm of the right internal carotid artery (ica). The patient was administered a slow infusion of intra-arterial verapamil (10mg) over 11 minutes. Post-infusion angiogram showed significant improvement of spasm. There was no dissection, occlusion, or thrombus seen. Afterward, the catheters were removed from the patient and the procedure was ended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.